Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 4, 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed in 2009. According to the complainant, one week after replacement, the balloon leaked and ruptured which allowed the device to dislodge from the patient. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."